Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture and high pacing impedance. The rv lead was capped and replaced 15 feb 2023. The patient was in stable condition throughout the procedure.

Event description:
New information notes that the right ventricle lead had also exhibited fracture prior to lead revision.